Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient regarding the event of air in tubing. The patient stated that she was ok and was continuing therapy. The reported problem was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number was unknown. Baxter conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical services (gts) regarding questions about air in line of the cassette while performing therapy with the homechoice (hc). The hp stated that she noticed some small soda like bubbles in her patient line. The hp stated that she was over 600 ml into fill 1 and wanted to know if this was okay. The technical service representative (tsr) explained that tiny soda like bubbles are not a problem. The hp continued therapy. There was no patient injury or medical intervention reported.